Manufacturer narrative:
Other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative regarding a patient receiving intrathecal gablofen with a concentration of ¿2000¿ at a dose of ¿610 mcg¿ via an implantable pump for intractable spasticity and other spasticity. It was reported that the patient had a routine pump replacement, and the catheter did not aspirate. The healthcare provider (hcp) decided to push saline into the catheter, thereby delivering a 290 mcg bolus; the patient did not experience any overdose symptoms as a result of this. The manufacturing representative could not recall if the hcp pushed saline directly into the catheter or through the catheter access port (cap). It was unknown if any environmental/external/patient factors may have led or contributed to the issue. A back table prime was done. It was unknown if the issue was resolved. The patient¿s status was alive ¿ no injury. The patient¿s medical history and weight were unavailable. There were no further complications reported. [See MFR. Report number 3004209178-2017-13831 for additional information regarding catheter revision post-pump replacement.]

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.